Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called due to ketones and low blood glucose of 12mg/dl. The blood glucose was treated with an insulin drip. Troubleshooting was performed. Reviewed the programming and it was accurate. The reservoir was showing the same amount of insulin as shown on the status screen. The displacement test was performed passed. No further information was provided.